Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented with unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the first obtuse marginal branch (om1) with 95% stenosis and was 15mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 2.50mmx20mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 25%. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient expired with an unknown cause of death.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred as per adjudication.